Manufacturer narrative:
Investigation result: a visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the tip of the metal corewire. The detached segment was not returned and there was no evidence of corewire fracture. The complaint is not consistent with the returned guidewire. The information provided by the customer stated that the tip was peeled; however, the return found that the distal tip was detached, exposing the tip of the metal core wire. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (b)(46 2015. According to the complainant, during introduction, the hydrophilic coating peeled. No part of the guidewire detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2015 that the distal tip was detached, exposing the tip of the metal corewire.

Manufacturer narrative:
Investigation result of guidewire distal tip detached, exposing the tip of the metal corewire. A visual evaluation of the returned guidewire revealed that the distal tip was detached, exposing the tip of the metal core wire. The detached segment was not returned and there was no evidence of core wire fracture. The complaint is not consistent with the returned guidewire. The information provided by the customer stated that the tip was peeled; however, the return found that the distal tip was detached, exposing the tip of the metal core wire. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic coating peeled. No part of the guidewire detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on november 26, 2015 that the distal tip was detached, exposing the tip of the metal corewire.